Manufacturer narrative:
Evaluation summary: device was implanted approximately 5 months and patient was reported to be osteoporotic. No product was returned for evaluation. Also, no x-rays were returned for review. Based on the available information, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Site reports that patient presented and was diagnosed with flexion contracture which resulted in a poly exchange.